Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged, the patient experienced a blood glucose (bg) as high as 400 mg/dl with symptoms of anxiousness, irritability, confusion, and polydipsia associated with inaccurate delivery. Reportedly, the patient remained on the pump and received phone advice from an on call physician at their hcp¿s office. During troubleshooting with customer technical support (cts), it was revealed that the basal and bolus totals matched the patient¿s programmed settings and were all recorded as programmed. The patient was able to deliver one unit via air bolus while on the phone with cts which was recorded correctly in the pump¿s history. Cts determined that the pump basal/temp basal settings were incorrectly programmed. The patient was referred to their hcp for diabetes management. This complaint is being reported because the patient allegedly experienced hyperglycemia because of the pump¿s basal/temporary basal settings being incorrectly programmed.